Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015; 6937a-65 lead, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced long pauses without pacing. The right ventricular (rv) lead integrity alert (lia) triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. Non-physiologic noise was also noted. Programming options were discussed and the lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.